Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported on (B)(6) 2017 for a replacement dialysis cycler due to patient being admitted into the hospital on (B)(6) 2017 due to fluid overload. The pdrn stated patient had been using the hospitals cycler to complete treatments while hospitalized and was discharged on (B)(6) 2017. Per pdrn the patient had been non-compliant with her peritoneal dialysis treatments. Medical records were requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed including additional information received 08/07/2017. On (B)(6) 2017 the peritoneal dialysis (pd) nurse stated the patient was admitted to the hospital on (B)(6) 2017 for fluid volume overload. During follow up, the pd nurse noted the patient experienced shortness of breath (sob) and swelling (unknown location) as part of this fluid overload event and confirmed the patient was subsequently hospitalized from (B)(6) 2017 (unknown details of hospitalization course with medical/procedural interventions). However, the pd nurse stated the patient received ccpd therapy in the hospital (with the hospital cycler-treatment information unknown). The pd nurse affirmed the adverse event was not related to the pd solution (delflex) and reported the cause of fluid volume overload was related to patient not performing all pd treatments as prescribed/noncompliance (details of the last ccpd treatment prior to hospitalization are unknown). The pd nurse further reported the patient recovered from the event.

Manufacturer narrative:
Conclusion: although a possible temporal relationship exists between fresenius products/ liberty cycler and the patient experiencing shortness of breath, swelling and fluid volume overload requiring subsequent inpatient hospitalization, there is no apparent documentation that indicates a causal relationship between fresenius products/liberty cycler and the patient¿s adverse events. It is highly likely the patient¿s noncompliance with ccpd treatments is a contributory factor in this fluid overload event, as indicated by the pd nurse. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed including additional information received (B)(6) 2017. On (B)(6) 2017 the peritoneal dialysis (pd) nurse stated the patient was admitted to the hospital on (B)(6) 2017 for fluid volume overload. During follow up, the pd nurse noted the patient experienced shortness of breath (sob) and swelling (unknown location) as part of this fluid overload event and confirmed the patient was subsequently hospitalized from (B)(6) 2017 to (B)(6) 2017 (unknown details of hospitalization course with medical/procedural interventions). However, the pd nurse stated the patient received ccpd therapy in the hospital (with the hospital cycler-treatment information unknown). The pd nurse affirmed the adverse event was not related to the pd solution (delflex) and reported the cause of fluid volume overload was related to patient not performing all pd treatments as prescribed/noncompliance (details of the last ccpd treatment prior to hospitalization are unknown). The pd nurse further reported the patient recovered from the event.

Manufacturer narrative:
Conclusion: although a temporal relationship exists between fresenius products/ liberty cycler and the patient experiencing fluid volume overload (unknown signs and symptoms) and subsequent inpatient hospitalization; there is no apparent documentation that indicates a causal relationship between fresenius products and the pt¿s adverse events. Additionally, patient non-compliance (as reported by the pd nurse) is a potential contributory factor in the patient development of fluid volume overload which required hospitalization. Therefore, true causality cannot be fully be determined. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis (pd) nurse requested a replacement cycler for the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy stating the patient was admitted to the hospital on (B)(6) 2017 for fluid volume overload (concurrent signs and symptoms unknown). The details of the last ccpd treatment prior to hospitalization were unknown. The pd nurse stated the patient received ccpd therapy in the hospital a discharge planned for (B)(6) 2017. Details of hospitalization course with medical/procedural interventions were unknown. On (B)(6) 2017 the pd nurse confirmed the patient was hospitalized for fluid volume overload from (B)(6) 2017. The pd nurse affirmed the adverse event was not related to the pd solution (delflex) and reported the cause of fluid volume overload was related to patient non-compliance with pd therapy (unknown details relating to non-compliance). The pd nurse further reported the patient recovered from the event.